Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. There were no visual or functional non-conformances related to the reported event identified. The software files were downloaded from the device and provided for investigation. The log file confirmed the internal error, as well as the submitted picture of the monitor screen displaying the internal error. The log file review found that the internal error was likely due to the drill being uncalibrated, preventing the user from moving forward in the case. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during cori installment, when testing the integrity of the robotics drill, after proceeding the bur selection screen, the screen turned black as if the system was thinking and then once it got to the case information screen an internal error was presented and the system unexpectedly exited. After selecting ok and back tracking. I then continued again to get both the camera firmware error and then again an internal error. No patient was involved. No other complications were reported.